Event description:
It was reported that the insulin pump had multiple error alarms when changing her infusion set. Customer's blood glucose reading at the time of the call was 221 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with blank display. Problem isolated to motherboard. Was unable to verify error alarm due to blank display. No cosmetic damage noted.